Manufacturer narrative:
Additional information was received that this patient underwent a defibrillation threshold (dft) for evaluation of the right ventricular (rv) lead. The shock impedance measurement post shock was reported to be 112 ohms. The plan is to monitor the rv lead at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. The beeping tones were similar to that of out of range measurements, yet it was reported that the out of range beeping tones were turned off for this patient. Additionally, this right ventricular (rv) lead has been exhibiting a gradual rise in shock impedance measurements, recently measuring greater than 125 ohms. Technical services (ts) was consulted and data analysis was to be performed. Analysis confirmed that the battery triggered elective replacement indicator (eri). Review of the battery voltage determined that the battery appeared to be depleting normally. The plan is to continue to monitor the patient. At this time, evidence suggests the device system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. The beeping tones were similar to that of out of range measurements, yet it was reported that the out of range beeping tones were turned off for this patient. Additionally, this right ventricular (rv) lead has been exhibiting a gradual rise in shock impedance measurements, recently measuring greater than 125 ohms. Technical services (ts) was consulted and data analysis was to be performed. Analysis confirmed that the battery triggered elective replacement indicator (eri). Review of the battery voltage determined that the battery appeared to be depleting normally. The plan is to continue to monitor the patient. At this time, evidence suggests the device system remains in-service. No adverse patient effects were reported.